Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a pocket revision due to an implantable neurostimulator (ins) flip. The battery flipped because of 100 pounds of weight loss. Later, after recharging difficulties, an antenna locate feature was used and the pt got 8 bars. Add'l info has been requested, but was not available as of the date of this report.